Manufacturer narrative:
The reported events of inadequate capture and insulation damage were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Previously reported g3 should have been apr 2, 2021.

Event description:
Related manufacturer reference number: 2017865-2021-12425. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular and right atrial leads exhibited high capture thresholds. During the revision procedure, insulation abrasion was noted on both leads. The leads were removed and replaced. The patient was stable.